Event description:
Info was received that a pt allegedly expired while on this unit. It was reported to the participating rt from the pt's family that the unit was "not working". After repeated attempts, no further details regarding the allegation have been obtained. According to the homecare provider, the unit was functioning properly in 5/2003 during the visit by the rt. Within a matter of hours, the pt passed away. It is unknown at this time whether a device failure had actually occurred and if so, whether there was any association between any such failure and the pt expiring. A follow-up report will be submitted when/if add'l info is obtained.